Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked display window corner, cracked battery tube threads, reservoir tube lip, broken belt clip slot, and scratched screen.

Event description:
It was reported that the customer had problems with the insulin pump. The blood glucose reading was 250mg/dl. The caller stated that the device alarmed. The customer mentioned that the insulin pump was dropped from the bed to the floor a month ago and the battery compartment was broken. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.